Manufacturer narrative:
The unit was received with corroded keypad traces. The unit was received with blank display due to corroded electronic assemblies. No noise or vibrator anomaly was noted. The unit was received with a corroded motor home switch. The following physical damage was noted: cracked casing at the display window corners, cracked casing at the battery tube threads area, and minor scratches on the lcd window.

Event description:
It was reported via phone call that the customer was wearing her insulin pump when she fell into the swimming pool; the insulin pump was making a constant tone and displaying the number 2 on the screen. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the exposure to moisture and the customer confirmed that the device was vibrating without an alarm or alert. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.